Event description:
It was reported that during a knee scope surgical procedure, the 4k c-mnt scp,4.0,30,167, mitek device lock was scratched. During in-house engineering evaluation, it was determined that the optical device was fractured into two pieces. There was patient involvement. There were no adverse patient consequences. There was a two minute surgical delay to the procedure reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: visual : scratched/nicked, labeling : illegible etch, broken (2+ pieces) : device fractured, visual : deformed/bent. - outer tube damaged, needle outer tube dent(s) - outer tube damaged, distal tip distal tip damaged severe damaged - outer tube body / light post glass cone defective/broken cloudy - illumination distal tip fiber damaged - optical system, optical components distal cover glass/negative damaged cracked/scratched - cosmetic issue adhesive residues scratches/dents - engraving/identification per service reports, this complaint was confirmed. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.